Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported via phone by the sales representative that a patient stepped off of a tractor four months ago and dislocated his hip. He visited his primary care physician who did not take x-rays. Subsequently, on (B)(6) 2017 the patient was revised after an x-ray was taken confirming the dislocation. The patient was revised to a constrained liner. The junction that dislocated was the femoral head and acetabulum. The femoral head came out of the acetabulum. The sales representative who attended the surgery was able to view the explanted devices. The devices looked unremarkable.